Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted on (B)(6) 2015. Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿controller 2.0, model #: 1420 / catalog #: 1420 / expiration date:14-aug-2019 / lot#: con401575, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 14-aug-2018. Labeled for single use: no. (B)(4). Additional information has been requested regarding the additional event details including diagnostic testing and intervention provided, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a neurological event with visual deficits and was admitted. Log file review revealed that the ventricular assist device (vad) exhibited multiple low flow alarms. During the admission, the controller exhibited several double power disconnects and unexpected losses of power. It was stated that the double power disconnects were due to patient confusion, and it was believed that the patient likely accidentally mixed up the power sources. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Log file analysis revealed twenty-nine (29) low flow alarms have been logged since 25/may/2022. Log file analysis also revealed three (3) controller power up events with associated pump start events logged on 21/jun/2022 at 16:32:54, on 23/jun/2022 at 09:04:04, and on 25/jun/2022 at 19:38:55. No anomalies were recorded leading up to the losses of power. The controller was without power for 18 seconds, 27 seconds, and 13 seconds, respectively. As a result, the reported low flow alarms and loss of power events were confirmed. Of note, it was reported that the pump ID had been incorrectly programmed in the controller. This is an additional finding not related to the reported event. The most likely root cause of the observed pump ID event could be attributed to an incorrect set up process. Information received from the site indicated that the patient experienced a neurological event with visual deficits. The patient arr ived at the emergency room (ER) due to vision changes such as double vision with the wandering right eye and blurry left eye. Of note, it was reported that the patient was not on warfarin or aspirin for the last two years due to history of gastrointestinal (gi) bleeding. The patient was subtherapeutic with an international normalized ratio (inr) of 1.0. A computed tomography angiography (cta) scan of the brain and neck revealed extensive intracranial arterial stenosis and tortuosity of the extracranial internal carotid and vertebral arteries. A transthoracic echocardiogram (tte) on admission revealed normal left ventricular wall thickness. Left ventricular ejection fraction was 41 percent, with mild tricuspid regurgitation (tr). Patient had slight clinical improvement. A repeated cta was performed and the results were unchanged. The patient was discharged to rehab for physical and occupational therapy. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the losses of power can be attributed to the reported disconnections of both power sources as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, neur ological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible factors that may have led to this event include, but are not limited, to the stopping of their anticoagulation medication or other issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contribute to this event. Additional products: d4: serial #: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient arrived at the emergency room (ER) due to vision changes such as double vision with the right eye wandering and blurry left eye. The patient was not complaint with anticoagulation therapy and was not on warfarin or aspirin for the last two years due to history of gastrointestinal bleed (gib). The patient was subtherapeutic with an international normalized ratio (inr) of 1.0. A computed tomography angiography (cta) scan of the brain and neck revealed no evidence of large vessel occlusion and extensive intracranial arterial stenosis. There was tortuosity of the extracranial internal carotid and vertebral arteries. A transthoracic echocardiogram (tte) on admission was normal left ventricular wall thickness. The left ventricle ejection fraction was 41 percent, mild tricuspid regurgitation (tr). Neurology had recommended antiplatelet agents however it was deferred given the patient's significant gastrointestinal bleed (gib) history and slight clinical improvement. A repeated cta was performed and the results were unchanged. The patient was discharged to rehab for physical and occupational therapy.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description, the annex e and f codes were updated. D4: serial #: (B)(6), h6: patient ime code(s): e2337, e083901, e062104 h6: imf code(s): f2203 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.